Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review results logs were not provided. Customer provided text documents that showed the quantitative and the positive and negative samples of the questioned runs. Both negative and positive controls are valid. No additional conclusions can be drawn based on the data provided. Quality data review. Corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review. Complaint history review showed that over the last two years, the elevated complaint ticket under investigation as part of this report and one additional ticket were the only tickets found related to the rt sars-cov-2 amp kt ce, ln 09n77-90, lot 506840, found with discrepant results. There is no indication that the abbott realtime sars-cov-2 assay (list 9n77) is performing outside of established design performance specifications. There have been no complaints dispositioned as confirmed (i.e. A product deficiency was identified) for discrepant results for abbott realtime sars-cov-2 assay (list 9n77). Thus, based on the results of this investigation, no product deficiency was identified for the m2000rt instrument, ln 09k15-01, sn (B)(6) or for the rt sars-cov-2 amp kt ce, ln 09n77-90, lot 506840.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that they had performed a realtime sars-cov-2 run on (B)(6) 2020 in which 27 samples generated positive results. As this was an unlikely high number of positive cases the customer repeated these 27 samples on the hologic panther. 16 of these 27 samples were reported negative with the hologic panther. Additionally 17 of the 27 samples were also repeated on the m2000 system. 12 of those were negative in the repeat (these were also negative on hologic panther). One sample was positive in the repeat on the m2000, but negative on the hologic system. All others were positive in the repeat runs on both systems. One day later (B)(6) 2020, the customer added water/lysis/nacl samples to the run. 1 of these 16 negative samples generated a positive result. The customer reported that dried drops are found on the 1ml subsystem. Field service engineer (fse) was dispatched to check the m2000sp instrument. The fse found air in the m2000sp instrument, so serviced the instrument per procedure, including replacing the liquid tubing. The ambassador worked with the customer to clean the instrument, including the system liquid container, and lab to eliminate any contamination. Customer was able to have a run pass successfully without any contamination. All samples with discrepant results were reported as negative out of the lab. Suspect positive results had no impact to patient management as they were not reported outside the lab. This incident is being reported to FDA because the incident occurred in austria using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.